Manufacturer narrative:
H11: additional change and/or corrected data.

Event description:
Allergan aesthetics received a report that a patient received coolsculpting treatment to the inner thigh, distal thigh, outer thigh, banana roll and flanks on (B)(6) 2020 using the cooladvantage coolfit, cooladvantage petite coolfit and coolsmooth applicators and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who was treated to the outer thigh with coolsculpting. The patient was seen for a follow up assessment and the patient presents with harder tissue and swelling increase. Possible paradoxical hyperplasia has been reported.